Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's ins is at end of service (eos). There is an allegations against the longevity of the patient's ins battery. The patient stated that her previous system lasted much longer and said that she didn't have any problems with the first implant. The patient said that this one hasn't helped at all. The patient said that since she received her current implant it never worked. The patient said she didn't make any adjustments herself and didn't go to her doctor's office at all either. The patient stated that she didn't know she was supposed to continue to work with her doctor. The patient then stated that she went to her pcp who prescribed oral medication, however the patient said that she didn't want to take the medication so she didn't take as much. No further complications were reported. No additional patient symptoms were reported.